Event description:
It was reported that a patient with this electrode had received an inappropriate shock and was hospitalized. Review of the episode noted oversensing of noise. Additional information provided from the field indicated multiple high out of range shock impedance measurements were also recorded. An x-ray performed confirmed the electrode was fractured. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. An x-ray was provided for review which confirmed a fracture in the sense b notch area. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock and was hospitalized. Review of the episode noted oversensing of noise. Additional information provided from the field indicated multiple high out of range shock impedance measurements were also recorded. An x-ray performed confirmed the electrode was fractured. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.